Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12521. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa and a 27mm watchman laa closure device & delivery system (wds) was advanced. The watchman laa closure device was deployed, but was not adequately positioned in the laa. During the full recapture, the feet of the device were difficult to retract into the sheath, but eventually they were able to contain the device. The procedure was continued with the same was and another 27mm watchman laa closure device was successfully deployed and released in the laa. There were no patient complications reported. The patient¿s condition was fine.